Event description:
As reported by the open study contact, the stent did not deploy after partial deployment. The device was easily removed from the patient. No ae occurred. The target lesion was located in the mid to distal right superficial femoral artery (sfa). The vessel was heavily calcified with a stenosis rate of 100%. The vessel was tortuous. The patient met all criteria for study enrollment. Access site was the left common femoral artery and a retrograde puncture was made. For the procedure, a smartflex stent was opened. There were no damages or anomalies noted to the device or packaging prior to use. The instructions for use (IFU) were available, reviewed by and read to physician during the procedure. Another study physician came in, scrubbed, discussed, checked and confirmed technique as well. The device was used as protocol. Despite excellent sheath position with a non-cordis sheath, there was extreme difficulty passing the equipment through the mid to distal sfa. After re-cannulating the vessel with a stiff angled glide wire utilizing an aqua catheter for additional support, the area was ballooned with multiple prolonged inflations (5 mm balloon). Suboptimal results from pta, so we they moved on to stenting. As a part of the open trial, a study smart flex stent was attempted to be deployed in the mid to distal sfa. After great difficulty positioning the stent due to friction in the system (presumably relating to tortuosity and calcification more proximally), the self-expanding stent was partially deployed. At this point, the stent deployment system became detached and the stent was unable to be deployed. The sds did not pass through a previously placed stent. The borst valve was loosened. The outer sheath was retracted. Deployment attempted while holding pusher tube without success. The outer sheath would not pull back and release the stent.

Manufacturer narrative:
Upon further review, this complaint does not meet the criteria for medical device reporting. There is no allegation of a device failure of compressed/crushed condition of the unknown smart stent as it was related to the situation of the unknown guidewire being inserted into the struts of the stent upon deployment. Therefore, please note that as there is no alleged product failure and this file was inadvertently submitted as a reportable complaint under the medical device reporting regulations. No further reports will be forthcoming at this time.

Manufacturer narrative:
(Continued from event description): the device was not in an acute bend during deployment attempt and the handled was held flat and straight outside of the patient. After multiple attempts and consultation with another physician who had experience with the open trial, the system was removed (intact) and 2 overlapping smart stents were then deployed with only modest difficulty. There was no patient injury. It was reported that the guidewire successfully crossed the lesion. A 4x10mm powerflex pro balloon catheter was used for pre-dilation at the lesion. It was inflated at 16 atmospheres for 15 seconds. The stent could not be deployed at the lesion. The device was not kinked/bent at any time during this procedure. There was no dissection and no ae occurred. It was reported that the outer sheath was able to be retracted and excess/unusual force was required while handling the device. The stents were post-dilated but again the balloon had great difficulty passing distal sfa. With multiple attempts the non-cordis wire was inadvertently pulled back into the stents, and then repositioned. The balloon was eventually positioned adequately and post-dilation performed. After reviewing angiogram, it appears as though the wire went through a very distal stent strut, such that the last 2-4 mm of stent was not deployed, but rather compressed against the lateral vessel wall. That being said, excellent patency and flow was achieved in the sfa and distally. Due to extreme difficulty getting any equipment down to this region, coupled with the good angiographic result, the procedure was then terminated. There was no acute vessel closure. There was no perforation. There was no dissection. Following intervention there was an improved angiographic appearance with a 20% residual stenosis in the proximal sfa and distal sfa. There was a short area of 50% residual stenosis in the mid-sfa despite aggressive post-dilation. The device remains implanted in the patient; therefore it was not available for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information are pending and will be submitted within 30 days upon receipt. The catalog code provided (nxxxxx), represents an unknown smart stent. The catalog and lot numbers for the actual product used in the procedure are unknown. Concomitant medications: heparin, midazolam, and fentanyl were given during the procedure. Pre-procedure medications included aspirin. Concomitant devices: 6fr destination to contra-lateral cfa sheath introducer, a glidewire (ss) angled stiff .035 x260cm, powerflex pro 4x100 for pre-dilation, two 6x150mm unknown smart stents, and powerflex pro 5 x 220mm, lot # 15766958 for post-dilation. This is one of two product issues involved with this patient and the associated manufacturer report numbers are 3006982370-2014-05022 and 9616099-2014-00525.

Manufacturer narrative:
This is one of two product issues involved with this patient and the associated manufacturer report numbers are 3006982370-2014-05022 and 9616099-2014-00525. Additional information is pending and will be submitted within 30 days upon receipt. Additional information: as reported by the physician, the deployment portion of the study stent device became "uncoupled" such that the stent could not be deployed. Nothing was left in the patient¿s body or broke off the system per se. The device was being manipulated forcefully during positioning and attempted deployment. There was a tremendous amount of friction due to tortuosity and calcification of the vessels. However, a competitor¿s device was able to successfully navigate these difficulties and was deployed without difficulty. The device appeared intact prior to above.